Event description:
It was reported that during an unknown procedure the surgeon found the blade was broken. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The blade was noted to be in good visual condition. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.